Manufacturer narrative:
Concomitant medical products: 3357-40c ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing causing the patient to receive inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.